Manufacturer narrative:
Disregard the initial report. Review of the complaint determined that the event does not meet reportability criteria. Analysis of the provided information deems no evidence of serious injury, risk of serious injury or reportable device malfunction has occurred.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the patient experienced an insulin injection problem. No impact to the patient's glucose level was reported. No further information provided.